Event description:
It was reported that the patient presented to the ER due to a patient notifier caused by non sustained lead noise due to mismatch on the near-field and the far-field channel. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.